Event description:
New information received states crosstalk was still detected. The atrial output was lowered. The patient will return for a scheduled follow-up. No adverse consequences were reported. The patient condition is fine.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported several episodes of non-sustained right ventricular oversensing were noted on a transmission strip. The patient was asymptomatic. The strip revealed crosstalk present during intermittent atrial pacing. Loss of capture was suspected when the device biventricular paced. Increased capture threshold and lead noise was observed on the ventricular lead. The patient was advised to return for lead testing. No further information is available.